Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check patient experienced no primary stability. Doctor placed implant in soft bone,would not integrate,removed and bone grafted the site.